Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (500 mcg/ml at 25 mcg/day) via an implantable infusion pump. It was reported that the patient was not receiving adequate pain relief. The hcp tried a few different drugs and has done everything he can to try and make the pump work but the patient has never gotten what she considers to be adequate relief. The pump was interrogated and appears to be operating properly. The issue was resolved and the patient was alive with no injury. The catheter was tied off in the patient due to concerns of a spinal headache and the pump was discarded. No further complications have been reported as a result of this event.